Event description:
It was reported that a normal hemorrhoidoplasty was performed. Intraoperative no problems were noticed, a leakage test was negative. Diagnosis for a reoperation was bleeding. The chief surgeon performed the reop and found that the staple line was closed just 2/3 of the circle. Some staples had been freed and showed a non-closed shape. Or time was extended and a second operation to perform hartmann was needed. The hartmann was performed ten days later, the patient required 2 blood transfusions. Histologic evaluation of the donuts showed no muscular structures but some squamous epithelium.